Event description:
It was reported that prior to a biopsy procedure, the packaging of the device was allegedly found to be loose. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed maxcore disposable core biopsy instrument was received for evaluation. During a visual evaluation, the packaging was noted to be partially open. The package appeared clean. The device appeared with protective tubing and a yellow guard attached to the needle. There were no gaps in the seal noted on the returned device packaging. Based on the visual evaluation, the investigation is inconclusive for the unsealed device packaging issue as it is unknown the condition of the packaging when it was originally received by the complainant. A definitive root cause for the alleged unsealed device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2022.

Event description:
It was reported that prior to a biopsy procedure, the packaging of the device was allegedly found to be loose. There was no patient contact.